Manufacturer narrative:
A manufacturing representative went to the site to preform a system check out. It was reported that the system was working as intended and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the standard profile icon had disappeared and it was not possible to proceed to the next task. Since it was before the patient entered and exited the use of the navigation system was stopped and the procedure completed. There was no delay and the patient status was alive with no injury.